Event description:
Surgeon connected the iotasoft plus drive unit to the console. The device would not propel forward although the screen stated it was moving forward. Surgeon wanted a new device, called and supply chain took roughly 10 minutes to get another device and at that time the surgeon no longer wanted to use this device.